Event description:
Per: griffin wl, et al., the j arthro vol 27(8) suppl. 1 2012 "are metal ion levels a useful trigger for surgical intervention?", allegedly one patient with a cup in a total hip arthroplasty was revised. No further details specific to this revision were stated in this paper.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
This report is based on a literature review. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.